Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was unknown. The customer states the pump rejects a battery frequently, does not alarm low battery, crack in the reservoir, and random no delivery alarm. Troubleshooting was not performed, because the customer declined to speak to helpline. The device will not be returned for analysis.